Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer thought pump supplies were cause of occlusions; however, no damage was observed. Customer felt the pump was functioning as intended and reportedly, reviewed the different types of infusion sets with their healthcare provider. There was no reported impact to customer's blood glucose.